Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the washers on the screw of the clamp had been broken off. It was unknown if there was any impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure being performed was a spinal fusion. There was no delay to the procedure; the clamp was damaged at end of case when the surgeon was removing it from the surgical field. The patient experienced no symptoms related to this event. Navigation was not discontinued and the surgery was not discontinued - both navigation and the case were already finished when the reported issue occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the washers did break off at the end of the case when the clamp was being removed from the spinous process. The surgeon unwound the clamp mechanism too far and with too much force. No adverse event was incurred by the patient.